Manufacturer narrative:
The company representative was able to replicate the reported event. The system to nonconforming pneumatics module to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no investigations found, which were considered relevant to this investigation. The root cause of the reported event is attributed to nonconforming pneumatics module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during vitrectomy surgery, an ophthalmic system vitrectomy cutter was failed to work. The surgery was completed. There was no patient impact.

Manufacturer narrative:
The company representative was able to replicate the reported event. The pneumatic module was replaced to address the issue and was then returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The pneumatic module was received for testing on this investigation. A visual assessment of the returned sample revealed the top cover was bent and one fixation screw was missing. The module was installed onto a system and tested per pneumatics related stp sections. The console started with no system advisories and passed all related stp sections. While the module was installed, vitrectomy was run at 20k for 5 minutes and no issues were revealed. The reported event could not be replicated with tests. The root cause of the reported event is attributed to components wear/reliability of the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).